Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified and 90% stenosed mid left anterior descending artery. As a 2.5 x 33 mm xience xpedition stent delivery system was being advanced to the lesion with a 5 in 6 double catheter technique, a dissection occurred. The stent was deployed at 10 atmospheres; however, the balloon could not deflate and could not be retracted out of the deployed stent. The balloon was inflated and deflated several times in an attempt to deflate the balloon but it would not fully deflate. The stent delivery system was pushed and pulled on several times in an attempt to remove the sds when the pressure indicator dropped suddenly and angiography showed contrast flowing. The distal shaft was found to have separated and was trapped in the deployed stent. The proximal portion of the sds was removed and an attempt was made to snare the separated distal portion but it could not be removed. The patient was transferred to another hospital to undergo surgery to remove the detached shaft and balloon; however, it was determined to wait to see if the balloon needs to be removed. The balloon could not be removed and remains in the patient. The patient was put on a balloon pump, which has been removed. The surgical operation to retrieve the remaining portion has not been performed yet as the patient is not in a stable condition at the moment. No additional information was provided.

Event description:
Subsequent to the initial information, it was reported the patient expired.

Event description:
Subsequent to the initial information, it was reported the patient expired.

Manufacturer narrative:
(B)(4). Patient year of birth: 1935. Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The deflation issue could not be replicated in a testing environment due to the condition of the returned device. The physical resistance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. The reported patient effects of dissection and death, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The deflation issue could not be replicated in a testing environment due to the condition of the returned device. The physical resistance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the reviewed information, no product deficiency was identified.